Event description:
It was assumed that patient had a hole in the endotracheal (et) tube cuff due to a leak, but the cuff pressure was >100. X-ray was ordered to confirm placement. Patient was on minimal settings so it was decided to extubate the patient to bilevel positive airway pressure (bipap). It was found that bipap was setup with exhalation port in the wrong place. The patient ended up being reintubated. It was noted that the patient had bit a hole in the et tube causing the leak.